Event description:
It was reported that during implant, the lead had high thresholds, no capture and high pacing lead impedance values. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of threshold unacceptable and high impedance and capture anomaly could not be confirmed. Analysis found the lead to exhibit normal electrical characteristics. Normal lead impedance was measured. Lead insulation passed the dry hi-pot test.